Event description:
A low/high alarm issue was reported with the adc freestyle libre 2 sensor. A caller reported the sensor alarm failed to alarm with low glucose and as a result, the customer experienced a loss of consciousness and was unable to self-treat, however, there was no report of a third party medical treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted from the returned sensor using approved software and the sensor was in sensor state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug and no failure modes were observed. The sensor was activated with a known good reader, a linearity test was performed, and the low glucose alarm was successfully activated. Therefore, this issue is not confirmed. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low/high alarm issue was reported with the adc freestyle libre 2 sensor. A caller reported the sensor alarm failed to alarm with low glucose and as a result, the customer experienced a loss of consciousness and was unable to self-treat, however, there was no report of a third party medical treatment. There was no report of death or permanent injury associated with this event.